Manufacturer narrative:
Explant investigation (ei): the device fragment was returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore® propaten® vascular graft fragment (vgf). Vgf had been transected at both extremities, prior to arrival at w. L. Gore and associates. The abluminal surface was generally devoid of tissue, except for two foci of white/tan, adherent to lightly adherent, plaque tissue. The lumen was patent, generally devoid to tissue, and contained residual coagulated blood. Vgf was partially flattened along most of its length. Two cross-sectional specimens were collected from vgf and subjected to histopathological analysis. Microscopically, there was no neointimal or thrombus deposition and the interstices contained proteinaceous fluid, which was also present on the abluminal surface. Although proteinaceous fluid may be normally present within the graft wall interstices, it¿s presence on the abluminal surface is consistent with the clinical observation of seroma. Also present on the surface of the graft was an unknown foreign material, likely applied at surgery such as a hemostatic biomaterial or similar. The relationship of the foreign material and the seroma is unknown. There was no evidence of inflammation or infection. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Material disruptions identified (i.e., transections, suture needle holes, sutures, serration marks, radial film disruption) were consistent with those caused by interaction with surgical instrumentation (i.e., scalpel/scissors, suturing needle, forceps/clamps), likely used during a surgical procedure. Disruptions identified were not associated with handling or manufacturing process at w.l. Gore & associates. The disruptions are consistent with a surgical procedure.

Manufacturer narrative:
H6: evaluation codes investigation findings 213 refers to the phr-review: a review of the manufacturing, coating, sterilization, and testing records indicated the lots met all pre-release specifications. Explant and engineering evaluation: the device has been digested and is awaiting post-digest evaluation.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent treatment with a 6 mm gore® propaten® vascular graft as a primary straight vascular arterio-venous access for hemodialysis on (B)(6) 2021. Implant site was the upper arm from the brachial artery above elbow to the brachial vein in the axilla. The patient was in pre-dialysis state, not suitable for native arterio-venous fistula due to poor superficial vein diameter. On (B)(6) 2021, swelling right next to the arterial anastomosis was observed at visit with dialysis coordinator. On (B)(6) 2021, the swelling was examined by duplex ultrasound excluding a pseudoaneurysm and reported to the access surgeon. On this occasion, swelling was evacuated by puncture demonstrating serum with 30 ml clear, aseptic fluid. After evacuation, the lesion was unsuccessfully treated with compression followed by reappearance of the swelling/seroma. Therefore, the patient was scheduled for surgery on (B)(6) 2021. Surgery, performed in regional anesthesia, confirmed the seroma and a non-encapsulated proximal portion of the graft with ongoing ultrafiltration through the graft material at exposure. At surgery, the defective portion of the graft, approximately 4 cm, was replaced with a 6 mm gore acuseal vascular graft from the anastomosis.